Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring: black, on (B)(6) 2021 the customer reported a crack on the pump. Pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: partially detached retainer ring, scratched case. The rear lateral side of the retainer ring is bent upwards slightly. In summary, the customer¿s report of a crack on the pump was confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.